Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075783/7076340.

Event description:
It was reported that the patient had a possible infection. Symptom was pain at the ipg site. It was also noted that the patient kept getting urinary tract infections (uti). The patients infection was not confirmed and nothing happened during the previous procedure that may have caused or contributed to this event. The patient underwent an explant procedure wherein the thoracic leads and ipg were removed. The patient was doing well post operatively. The explanted ipg and leads were not returned.